Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during a pump system check, an occlusion alarm had occurred. The cartridge appeared to have been damaged. Blood glucose was 99 mg/dl. Reportedly, insulin injections were used for insulin therapy.